Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the high voltage right ventricular (rv) lead triggered alerts for undefined high superior vena cava (svc) coil and rv coil impedance. Additionally, it was reported that the pace/sense rv lead exhibited undefined high pacing impedance. The alerts were programmed off, and later both rv leads were explanted and replaced with one rv lead. No patient complications have been reported as a result of this event.